Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) on alleging her onetouch ultra2 meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information. The patient reported at 6pm on an unknown date the alleged issue first occurred. The patient reported using non adjusting insulin to manage her diabetes. The patient did not state if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported at an unknown time in proximity to the start of the alleged issue, she became sweaty and hot. The patient reported she drank cold water which relieved her symptoms. The patient reported at 7:30pm, she had 20 units of insulin and tested again, and her blood glucose had increased. The patient reported at 8:30pm she had 5 additional units of insulin and tested again and blood glucose had decreased. No readings were reported. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used and there was no misuse of the meter. The patient reported the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she was unable to test on the subject meter and developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.